Event description:
The customer stated that she tested her blood glucose using her 2 contour meters. One meter read 280 mg/dl, while the other read 112 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter that read high were returned for eval. Replacement products were sent to the customer.